Manufacturer narrative:
A sample that was previously, indicated to be available has not been received by manufacturing for evaluation. A review of the device history record traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. A root cause cannot be ascertained, because the damage cannot be confirmed, without receiving a sample for investigation. The sample is not available for investigation. Therefore, damage cannot be confirmed, or rather a root cause cannot be identified. Should a sample return, this complaint will be reopened and the sample will be investigated. This complaint has been reviewed, and future data will be monitored for evidence of adverse trending and further action will be taken, as appropriate. At a minimum, this will include completing reviews of complaint class report levels on a monthly basis. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One sample was received. A diathermy probe was sent back and investigated. First, an electrical resistance analysis was made. It was found that the probe had an instable contact on the outer contact (cannula). The probe was destructive investigated. Opening the instrument destroys exactly the contact between the outer contact and the corresponding plug pin. Nevertheless, the glued contact was visually inspected. It is visible that an initial contact existed. Why the contact failed could not be determined in the investigation. The instrument passed a 100% functionality test and did not show instable contact in production. Therefore, the root cause of the confirmed complaint cannot be determined anymore. The root cause was unable to be verified as no signs were found indicating the cause of insufficient contact. A manufacturing or design related root cause for the damage of the complained device has not been identified. This complaint has been reviewed and future data will be monitored for evidence of adverse trending and further action will be taken, as appropriate. At a minimum, this will include completing reviews of complaint class report levels on a monthly basis. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that before the vitrectomy surgery an ophthalmic diathermy probe did not function. An alternate diathermy probe was obtained in order to complete the procedure. There was no report of patient harm.